Event description:
It was reported that a patient underwent an acdf surgery at c4-c5. Post-op, it was found that superior screw was backing out. Patient is being monitored the and may need a revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation medical assessment: this case shows three levels of acdf a preexisting fusion at c5 and c6 and new fusion at c4/5 using a spacer. It was reported that one of the screws was backing out. Two lateral views are presented, one immediately postop, the other most recent film showing one of the inferior c5 screws is backing out behind the nitinol retaining ring about a mm. This is being observed at present and no revision is currently contemplated. It is not known whether this will require revision or if the device will meet intended function at this time however the anti back out component has failed and this does represent malfunction. Examination of the initial film shows that the lower screw trajectory is flat and permits the head of the screw to slide past the ring. This suggests surgical error as the primary reason for the failure.